Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure noted in the abdomen upon inspection.'), device expulsion ('malposition left essure in uterine horn at endometrium') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (lavh (with bilateral salpingectomy)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, device expulsion, pelvic pain, uterine haemorrhage and ovarian cyst outcome was unknown. The reporter considered device dislocation, device expulsion, ovarian cyst, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: discrepancy in date of removal (B)(6) 2020. Finding: normal upper abdomen. No foreign objects, essure noted in the abdomen upon inspection. Normal right and left ovaries. Normal appearing uterus. Left fallopian tube adhered to ovary resected. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: malposition left essure in uterine horn at endometrium (midline ). X-ray - on (B)(6) 2020: essure devices in the expected regions of the right and left lobe fallopian tubes. Most recent follow-up information incorporated above includes: on 29-jun-2020: pif received: ¿medical device removal¿ replace with new event. New event: device dislocation and expulsion ,chronic pelvic pain, abnormal uterine bleeding, ovarian cyst were added, lab data and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.